Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Following successful advancement of the dsd, attempts to inflate the balloon catheter were unsuccessful. Subsequently, the stent became dislodged from the balloon catheter and embolized within the peripheral circulation. In response, a snare device was introduced through the left femoral artery to successfully retrieve the embolized stent. Another co sds was successfully placed at the target lesion site. There were no clinical sequelae reported relative to this event.